Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 5.8 cm diameter abdominal aortic aneurysm. The proximal neck was 18-20 mm in diameter and 15 mm in length. The left and right common iliac arteries were 12 mm in diameter. The right external iliac artery measured 9.5 mm in diameter and the left external iliac artery measured 10 mm in diameter. It was reported a CT scan confirmed that the endurant suprarenal stent had perforated the aorta, just above the right renal artery. The entry site would be the aortic arch, but the exact entry site was unable to be determined. The patient did not have any subjective symptoms. The patient is advanced in age and was decided to be monitored. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: (aortic neck less than 20mm in diameter). (B)(4).